Event description:
The clinic reported that a laser vision correction patient underwent uneventful ilasik in both eyes on (B)(6) 2011 and a lift flap enhancement in both eyes on (B)(6) 2011. The patient was diagnosed with epithelial ingrowths in both eyes and on (B)(6) 2012 the patient was brought back into the clinic where the flaps were lifted and the epithelial ingrowths were removed. The patient's visual acuity was 20/25 in the right eye and 20/30 in the left eye.

Manufacturer narrative:
(B)(4), epithelial ingrowth. The clinic is reporting this event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.